Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. During each occurrence, a supply change was performed resolving the issue. Blood glucose was 126 mg/dl.